Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to clean the speaker holes and remove, reconnect, and replace the pump cartridge. When the alarm recurred, technical support decided to replace the pump and cartridge. The customer was advised to use an mdi as backup therapy and was informed that a replacement pump with updated software would be sent.